Event description:
Patient reported having five infusion set tubings break. On one occasion, patient was wearing tubing when patient smelled insulin and noticed the break. Patient reported having high blood glucose levels (in the 500's [mg/dl]). Treatment received, if any was not specified.